Event description:
When applying new brand of trach ties to patient, the velcro did not stick and the ties were unable to be applied. A second pair of trach ties was obtained and velcro was checked before applying to patient. Functioning pair of trach ties applied and checked for safety.